Manufacturer narrative:
Product not returned.

Event description:
It was reported that the patient presented to the emergency room two days post implant procedure due to a syncopal event. It was noted that the right atrial lead had dislodged. The patient went for a lead revision procedure. On (B)(6) 2017, the physician attempted to reposition the lead; however the lead could not be inserted into the tissue. The lead was extracted and found to be bent at the tip and had a white piece of plastic coming from the side before the helix. A new lead was implanted successfully. The patient is doing well.